Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt presented high lead impedance (specific results not provided) at a routine office visit. The pt's device was programmed off and the pt was referred for revision surgery which has not taken place to date. Additional info received from the site revealed that there were no reports of any manipulation or trauma that could have caused or contributed to the high lead impedance. X-rays were taken and sent to the MFR for review. There were no obvious anomalies for causes for the high lead impedance identified however due to the quality of the images, completed lead pin insertion could not be assessed. Additionally, a portion of the lead was behind the generator and continuity of the lead body in that portion of the lead could not be assessed.